Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 643143. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the straight suction was not verifying and upon inspection the instrument was noted to be bent at the tip. They grabbed another suction and continued on with the case. The site discarded the bent instrument. No patient. Additional information received from a manufacturer representative reported that the instrument would not calibrate before use. Another instrument was used and it worked fine. The site determined that the instrument was bent and discarded it. Additional information was received: it was reported that there was a misunderstanding and the product in question was a patient tracker. The rest of the information was correct.